Manufacturer narrative:
H.6. Investigation: 2 photos were returned for investigation. The returned photo #1 shows 1pcs used sample. Based on the needle hub and cannula assembly, the sample is a 16ga ¿ venflon pro product. The returned photo #2 shows the 1pcs used sample of 16ga ¿ venflon pro product and 1pcs needle hub assembly of venflon pro safety product with safety mechanism activated. Venflon pro product is without safety mechanism. The 3 representative samples were subjected to visual inspection. The 3 representative samples passed the acceptance criteria. No missing shield (safety mechanism) was observed. No abnormality observed after activation. The needle is able to be contain within the safety mechanism. The complaint is unconfirmed as no defect is observed on the samples. DHR was performed and no abnormality or qn was observed.

Event description:
It was reported that a safety mechanism failure occurred with a bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter, "the safety mechanism did not function. There was a venflon without a safety mechanism in this packaging, we do not know how this happened. Are there other reports for this batch`? All other vps were ok only this one."

Manufacturer narrative:
Initial reporter phone# (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism failure occurred with a bd venflon¿ pro safety peripheral safety IV catheter. The following information was provided by the initial reporter: "the safety mechanism did not function. There was a venflon without a safety mechanism in this packaging, we do not know how this happened. Are there other reports for this batch`? All other vps were ok only this one."